Manufacturer narrative:
Approximate age of device - 5 years 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Review of the log file by technical services showed speed drops lower than the lower speed limit or pump stoppages. These all occurred while on battery power. The patient was on battery power throughout the entire log file. Review of the log file by the manufacturers technical service representative showed an event of where the pump operated at a speed of 10600 rpm. The internal x-ray showered a small loop in the percutaneous lead.the external x-ray appears to show some shield separation. The log file showed no signs of degradation to the percutaneous lead conductors. Additional information received on 19aug2018 stated that the patient had another pump stop on that day. Furthermore on (B)(6) 2018 the account stated that an external repair was not conducted and it was instead decided that a pump exchange should occur. On (B)(6) 2018, the patient underwent a pump exchange.

Manufacturer narrative:
Device evaluation: analysis of the submitted log files found several pump stops while the patient was supported by battery power. However, the cause of these events could not be conclusively determined based on the evaluation of the returned device as no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned with the driveline cut approximately 5¿ from the pump housing and the severed portion was not returned. The inflow conduit and outflow graft were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers appeared unremarkable. An area of breakdown of the metal braided shield was observed adjacent to the nipple of the pump housing. Microscopic inspection of the underlying wires did not reveal any areas of compromised wire insulation or damage to the inner conductors along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The evaluation did not identify a device-related issue that would have contributed to the reported abnormal pump operation. The location of the suspected driveline wire compromise could not be determined; however, approximately 33" of the entire length of the driveline was not returned for analysis. No further information was received. The manufacturer is closing the file on the event.